Event description:
It was reported the extension was broken and had high impedances. Prior to this, the patient was doing fine with just small dosage problems of medication and they were happy with their therapy. In march 2014, the extension was replaced. After the revision, the impedances remained high at over 4,000 ohms on many electrodes. Electrodes c, 1, and 5 were working and those were the electrodes the patient was using for therapy. Impedances were measured at a higher voltage and some impedances were lowered, but several electrodes were still greater than 4,000 ohms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).